Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset, and the device memory showed the battery indicator signifying that it is time for device replacement. Analyst commented, atrial and ventricular trend reset/manual clearing occurred on (B)(6) 2012. No full or partial power on reset (por) was triggered. Elective replacement indicator (eri) triggered on (B)(6) 2015. (B)(4).

Event description:
It was reported that in (B)(6) 2012 a implantable pulse generator (ipg) reset occurred. The reset was dismissed, and the ipg remained in use. It was also reported that, again a device reset occurred, and the patient pulse had been different at 65 paces per minute (ppm) after the reset occurred. The reset was dismissed and the device was manually reprogrammed back to original settings. The ipg remains in use, and no patient complications have been reported as a result of this event.